Event description:
It was reported that after 10-15 minutes into the photoselective vaporization of the prostate (pvp) procedure, a fracture was noticed at the tip of the fiber. The procedure was completed with another device. There were no patient complications.